Event description:
It was reported that clips were not staying in the patient. This was discovered the day after surgery. The devices were reported to be discarded by the user facility. Multiple attempts to obtain additional information were made, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.